Event description:
Health professional reported right side creases, hole in radius (edge) and plug strap separated via rga. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Crease/folding of implant: observed creases on the device. Other-technical: observes broken on plug strap assessed as unidentified (tear) opening and missing piece of plug strap assessed as inconclusive. Additional observations: observed wear abrasion on the device. White calcification observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "any creases" and "plug strap separated." Device has been explanted and replaced.